Manufacturer narrative:
This report covers patient no. 4 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: qn (B)(4)) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA ferrosan medical devices a/s (B)(4).

Event description:
This report covers patient no. 4 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: qn (B)(4)) for evaluation of this event.